Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell/valve, flat creases, missing shell and total delamination of valve. Leak test and microscopic analysis was performed which identified, total delamination of valve, broken striated, broken sharp of fill channel and one crack opening. Based on the device analysis, the final assessment is: total delamination of valve assessed, as adhesive failure. One opening crack assessed, as cracked valve seat diaphragm valve. A striated edge broken in the side posterior assessed, as surgical damage. A sharp edge broken in the side fill channel assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, deflation against right device. The device has been explanted.